Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Nurse informed sales rep that after sterilizing the product there seems to be some dirt left on the reamer.